Event description:
Dealer states a cable was damaged on the electronics on this chair. The display needed to be replaced. Tech walked him through set up on the new display. No injury reported and no additional information given. Dealer hung up before being transferred to complaint team.